Event description:
Hill-rom received a report from the account stating the head right siderail would not latch. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head right siderail not locking in the up position due to a small plastic IV fluid drip lock lodged in the spring and latch bias. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed the obstruction, lubricated spring and latch bias to resolve the issue. Based on this information, no further action is required.